Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the investigation of the returned pfna nail has shown that the nail at the distal shaft is broken off. At the area of pfna blade hole it is an wear mark of drilling visible. Apart from that the implant shows signs of use, such as scratches on the broken parts as well wear marks at the cirtus hole of pfna blade. The complaint is rated as confirmed for this pfna nail as the nail at the distal shaft is broken off. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 02.023.104s. Lot: l437145. Manufacturing site: bettlach. Release to warehouse date: 13. Jun. 2017. Expiry date: 01. Jun 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of implantation is an unknown date in (B)(6) 2019. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Date of concomitant therapy is the same as date of implant, an unknown date in (B)(6) 2019. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that patient underwent revision surgery on (B)(6) 2020 due to a broken proximal femoral nail antirotation (pfna). The nail was originally implanted on an unknown date in (B)(6) 2019. Concomitant devices: pfna blade (part: 02.027.035s, lot: 4l55670, quantity: 1), pfna end caps (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: unknown), cable (part: unknown, lot: unknown, quantity: unknown). This report is for a pfna nail. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: pfna blade (part: 02.027.035s, lot: 4l55670, quantity: 1), pfna end caps (part: unknown, lot: unknown, quantity: 1), locking screws (part: unknown, lot: unknown, quantity: unknown), pfna nail (part: 02.023.104s, lot: l437145, quantity: 1), pfna blade perf l100 sst (part# 02.027.035s lot# 4l55670 ;quantity: 1), locking bolt (part# 259.320, lot# 5l12681, quantity: 1), locking bolt (part#259.320, lot number: 4l13758, quantity: 1). This is report 1 of 3 for (B)(4).